Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, in-stent thrombosis and myocardial infarction occurred. (B)(6) 2013 - the patient presented due to myocardial infarction. The 100% stenosed target lesion was 20 mm long with a reference vessel diameter of 3.0 mm, located in the proximal right coronary artery (rca). The physician pre dilated the lesion with an unknown balloon catheter and placement of 3.00 x 28 mm promus element (pe) plus stent with 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. Eleven days post index procedure, the patient presented due to chest pain, and EKG in the ER showed acute inferior wall myocardial infarction and was hospitalized on the same day. The patient had not been taking clopidogrel since discharge. The previously placed pe plus study stent located in the proximal rca was found to be 100% stenosed and was treated with balloon angioplasty with no significant residual stenosis and timi 3 flow distally. The event was considered as resolved. The patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).